Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of headache, fatigue and sinus issue. There was no report of serious and permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer initially received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged of sinus issues, tiredness, and headaches . There was no patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Internal investigation of the base unit observed dust/dirt contamination around the air inlet suggesting a source external to the device. Grey film contaminant on the rear panel. Dark contaminant found at blower seal on blower box. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were no instances of errors on the device. Pil is unable to address the symptoms described. Pil can confirm the presence of contamination in the airpath. Section d8, has been updated.